Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 with a high blood glucose level of 654 mg/dl. Customer stated that they were involved in a car accident when they were driving and someone made a right hand turn in front of him. The customer ran into the back of car. The customer stated that they were traveling when they suddenly felt sick after dinner and started vomiting. Customer was wearing the pump at the time of emergency room visit. The customer did not return the product back for analysis.